Event description:
Device malfunction: posterior foot breakage. Time of malfunction: unk. Symptoms/ae: none. It was reported that a physician attempted to use the proglide device to achieve arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, the suture broke when the device was removed from the pt. A second device was used to achieve hemostasis. There was no reported adverse pt effect. During device eval in 2008, a posterior foot break was found. No additional info was available.

Manufacturer narrative:
Evaluation summary: investigation of the returned device found a posterior foot break which resulted in an anterior cuff-to-needle detachment. The whole suture was returned partially exposed within the device and the knot remained in the needle slot. No mfg issue was detected and we were not able to determine the root cause of the incident based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this investigation.